Manufacturer narrative:
(B)(4). D10: item# unk nexel humeral component; lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an elbow arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown date for an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: item#: unknown srs flange; lot#: unknown. H6: proposed component code - mechanical (g04) - stem. Attempts have been made to gather product ID information and no further info is available. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is a fracture of the humeral diaphysis at the articulation with the humeral implant with apparent regional reactive bone formation; the humeral component is loose as noted. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. Bone fracture and loosening is confirmed per mmi review. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the 411 group that a patient underwent an elbow arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. The sales rep was inquiring about implant identification. X-rays reviewed by mmi revealed that there is a periprosthetic fracture near the humeral implant, as well as loosening of the humeral implant. Attempts have been made and no further information has been provided.